Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair to the mobile application due to a bluetooth issue. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Correction - d6a - implant date should have been (B)(6) 2021.